Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the products are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported the patient is experiencing pain, difficulty walking, and the inability to stand for extended periods of time.

Manufacturer narrative:
Information received does not change previous investigation results.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.